Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following culture results performed by a third-party: sampling date 24aug2023. Sampling point: all channels. Cfu: <1 cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: key top 1 incised, cuts, light guide cover lens is discolored, probe unit is damaged, breakage of the light guide bundle fibers, scope unit is damaged, universal cord is kinked, seat holder unit is corroded, insufficient angle, bending tube rattles. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were deviations or deficiencies concerning reprocessing of the scope. The customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. It was unknown if the customer aspirates water through the instrument/ suction channel with a suction pump. It was confirmed that the forceps elevator channel was raised and lowered three times during aspiration. It was unknown if aspiration was done with both the 1st and the 2nd position of the suction valve. It was confirmed that the air/water and balloon channels were flushed with water and air using an maj-1444 & maj-629. It was unknown if the air/water channel was flushed with water and air by using a mh-948. The customer confirmed that if manual cleaning is not performed within one hour after the procedure, presoaking is performed. During the manual cleaning process, the customer uses anios neodisher detergent. It was unknown what parts of the scope were brushed clean during the manual cleaning process. The type of cleaning brushes used were maj-1888 single use soft brushes. It was confirmed that the forceps elevator was raised and lowered three times when submerged in the detergent solution. It was confirmed that the forceps elevator was flushed. It was confirmed that the distal end is flushed with an maj-2319 using a distal end flushing adapter. The customer confirmed that this device passed the leak test. The scope is rinsed prior to manual disinfection. The scope was manually disinfected with anios neodisher. All channels were flushed and immersed in the disinfectant. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with anios detergent and anios (disinfectant). The scope is dried using blew by filtered compressed air and is stored in an unspecified storage. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was tap water but controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for >100 colony forming units (cfus) of serratia marcescens and citrobacter freundii. During the second sampling, the scope tested positive for > 71 cfus of serratia marcescens and citrobacter freundii. Additionally, 19 cfus of candida albicans. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.